Event description:
Resident placed in large (green) sling and hooked to maxi lift. Lift was raised and resident transering from bed to chair with lift legs open. When over chair the lift positioner was moved to bring resident in line with chair when the outside leg closed and the maxi lift tipped to the right. Cna supported lift and resident to prevent resident injury and called for assistance. The maxi was returned to upright and the resident placed in chair. No injury occurred.